Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy that was converted from laparoscopic to an open procedure, when stapling the lung the surgeon then proceeded to fire 3 to 4 times with the company's black reload. After the last firing the surgeon removed the stapler from the patient after approximately 10-15 seconds he asked for an open clip applier to control the bleeding. After using all of the six black loads, they used one or two more purple reloads. The bleeding from a pulmonary vessel of more than 500 cc resulted in patient death.